Manufacturer narrative:
The hill-rom tech found both the brake/steer pedal moving slightly and out of adjustment with the brake/steer torque tube. Per the hill-rom service manual, the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you activate the brake, replace or adjust when necessary. Check the tires for cuts, wear, tread life, etc. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The hill-rom tech replaced the bed with a known working bed. The tech adjusted the brake/steer pedal inward toward the torque tube to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the brake is not working (brake not holding). The bed was located at the account in 300-2. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).